Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath along with the header bag and polyfoil pouch. No other accessory components were returned. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Then the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. The returned header bag was examined, and it was noted that the temperature dot was triggered and discolored into a light grey colored upon receipt. Based on the evaluation performed, the complaint could be confirmed for the failure mode of non-deployment pullout since the position of anchor and collagen were consistent with non-deployment. The likely root causes for this issue may include the device sleeve not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. Functional testing was unable to be completed since the suture broke upon pulling. The temperature indicator was checked, and it was confirmed for temperature excursion. The returned device was likely exposed to the heat >100 fahrenheit during transportation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor did not deploy properly resulting in a pull-out of the device. The procedure was an antegrade puncture of the common femoral artery (afc) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, good positioned sheath placed with stick under ultrasound guidance. A pre-deployment angiogram was not performed, the stick performed with an ultrasound. The patient was in stable condition and was not harm. Additional information was received on 17september2020: hemostasis was indeed achieved by manual compression, there was no significant blood loss.